Manufacturer narrative:
The device was returned to the service center for evaluation. The device was attached to the usg-400/esg-400 and probe functionality was checked. The device did not pass the probe check. Both switches were checked and found to be functional. A visual inspection was performed on the returned device and found there is foreign material build up. The ptfe pad (teflon pad) was inspected and found it has normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found the probe tip fully detached. The wiper movement and the consistency of movement of the handle and jaw was normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on similar reports, a probable cause for this type of teflon pad damage is operator¿s technique in which insufficient tissue is grasped between the probe and the jaw the instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur follow-up with the user facility via telephone and in writing to obtain additional information regarding the reported event was performed with no results to date. A supplemental report will be submitted, if additional or significant information becomes available at a later date.

Event description:
The service center was informed that during an unspecified procedure the thunderbeat teflon tip broke off. The intended procedure was completed using another similar device. There no patient injury reported.